Event description:
It was reported that the device was explanted after an implant duration of approximately 36.6 months, due to dehiscence. Patient had a redo mitral valve and aortic valve surgery performed. Information learned from implant patient registry and through follow-up with the health-care provider. A device history record review is in process.

Manufacturer narrative:
Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.